Event description:
The customer reported that during pre-use check at power on the ventilator displays vent inop with continuous audible alarm. The touchscreen display and the compressor takes about a minute to cycle on. No patient involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The gde and uim were returned for failure analysis. The carefusion failure analysis lab technician noted during evaluation: avea gde was received for investigation. After a visual inspection I found a screw tightly screwed into the rear bezels insert where normally the uim cable connects to and while attempting the remove this screw it broke away leaving part of the screw lodged in the insert. After installing the gde assembly onto gde test station I powered on the gde and the autocycling was verified. After entering into service mode I found only the expiratory flow xdcr to be improperly calibrated. Both the 0cmh20 and 4cmh20 calibration points were set to the same a/d count, which are +2,499 counts away from its proper set calibration for the 4cmh20 set point. After correcting this calibration error I was no longer able to duplicate the reported issue. After cycling the gde for a minimum of 12 hours I was still unable to duplicate any further anomalies. Findings/root-cause: improper calibration of the expiratory flow xdcr in the field. The carefusion failure analysis lab technician noted during evaluation: installed obsolete uim on to avea test station. Powered the station on but the uim screen remained off. After a couple of power cycles the uim turned on, it took about one minute for it to first power on. This occurrence is a known issue and has been isolated to a thermistor located on the control board assembly. After each cycle the thermistor started warming up lowering the resistance allowing the uim to become responsive. An internal action was created for corrective actions. The thermistor specification (12ohm min ¿ 18ohm max). While uim is powered off, using a digital multi meter measured the thermistor and reads 25.51 ohms which is higher than specification requirements. Root cause: I was able to duplicate and isolate the reported problem to the thermistor.

Manufacturer narrative:
(B)(4). The carefusion field service tech replaced the gas delivery engine and the ventilator alarmed vent inop, the error log showed "blender data error". The blender was re-initiated and the problem was corrected.